Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing and defib stress testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log showed multiple check pads and poor pad contact messages that are indicative of poor coupling. However, we are unable to firmly establish from the log that a popping sound had occurred due to poor coupling. The electrodes used at the time of the reported event were not returned as part of the investigation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a male patient (age unknown), a loud pop noise was heard from the device. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.